Event description:
Additional information received reported that if the patient let the battery die out the ¿arcing¿ problem went away. It was also reported that when the patient moved in certain ways he could feel the wires pulling, and it was painful. The patient had been trying to work with his hcp to have the device removed, but was running into insurance issues.

Event description:
Additional information received reported the patient¿s spinal cord stimulation (scs) system was effective and without fault. It was noted the patient¿s workman¿s compensation insurance would not cover his reprogramming sessions therefore the patient was unable to acquire the care needed to ensure proper function of his device. The patient¿s implantable neurostimulator discharged due to non-use. No patient injury was reported.

Manufacturer narrative:
Concomitant products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 3487a-45, lot# v449855, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3487a-45, lot# v577400, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3487a-45, lot# v495239, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 3487a-45, lot# v577400, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# v409879, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# v400923, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# v400923, implanted: (B)(6) 2010, explanted: (B)(6)2013, product type lead; product ID 3487a-56, lot# v391333, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3550-39, product type accessory; product ID 3550-39, product type accessory; product ID 3550-39, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient never had therapeutic effect. He could feel the stimulation but it had never been effective for his pain. It was noted that his pain was in his back but the stimulation had been in his leg and then in the arm. Multiple reprogramming sessions had been attempted. It was noted that following a lead revision stimulation was helpful for about three months, but the patient eventually lost that coverage as well. The patient described stimulation as being 'stabbed in the back with a bunch of pencils,' and correlated the use of one of the stimulation systems an increase in frequency and strength of experiencing shocking when touching door handles or electrical devices and kissing his wife, to the point of actually seeing a blue spark. Additional information has been requested, but was not available as of the date of this report. See also MFR. Rep. # 3004209178-2013-06602.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) 1, serial number (B)(4) found no significant anomaly, found reduced capacity due to overdischarge. Analysis of the implantable neurostimulator (ins) 2, serial number (B)(4) found no significant anomaly, reduced capacity due to overdischarge. Analysis of the extension 1, serial number (B)(4), found no anomaly. Analysis of the lead 1, lot number v449855, found no significant anomaly, lead body cut through, product segmented. Analysis of the lead 2, lot number v577400, found no significant anomaly, lead body cut through, product segmented and wires of lead circuit 0 and 1 shorted. Analysis of lead 2 also found outer insulation pulled out of lead connector area, wires stretched and depressions in outer insulation are from the suture on boot. Analysis of the lead 3, lot number v495239, found no significant anomaly, lead body cut through, product segmented. Analysis of the extension 2, serial number (B)(4), found no anomaly. Analysis of lead 4, lot number v577400, found no significant anomaly, lead body cut through, product segmented. Analysis of lead 5, lot number v409879, found no significant anomaly, lead body cut through, product segmented. Analysis of lead 6, lot number v400923, found no anomaly. Analysis of lead 7, lot number v4 00923, found no significant anomaly, lead body cut through, product segmented. Analysis of lead 8, lot number v391333, found no significant anomaly, lead body cut through, product segmented. Analysis of the extension 3, serial number (B)(4), found no significant anomaly, extension body cut through, product segmented. Analysis of the extension 4, serial number (B)(4), found no significant anomaly, extension body cut through, product segmented. Analysis of 3550-39 titan anchor 1 found no significant anomaly, silicone cut. Analysis of 3550-39 titan anchor 2 found no significant anomaly, silicone cut. Analysis of 3550-39 titan anchor 3 found no significant anomaly, silicone separated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient touched a ceiling fan, was shocked and the patient¿s unit blew out. It was noted that when the patient was sitting down driving it would shock the patient¿s back.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3487a-45, lot# v449855, implanted: (B)(6) 2011, product type lead; product ID 3487a-45, lot# v577400, implanted: (B)(6) 2011, product type lead; product ID 3487a-45, lot# v495239, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3487a-45, lot# v577400, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.